Manufacturer narrative:
(B)(4). Our investigation into this complaint has been finalized. Investigation on-site by our field service engineer was able to confirm the reported failure, that the compressor went into standby mode. After replacement of the printed circuit board (pcb) and standby valve, the compressor was running as expected and the device was returned back to clinical usage. The returned printed circuit board (pcb) was installed in a reference compressor and the reported failure was confirmed. It was found that a pressure sensor intermittently measured a higher value then expected, causing the compressor to go into standby mode. The standby valve was also tested, but no fault found. If the compressor cannot deliver enough air pressure, the connected ventilator will alarms for low air supply pressure and high o2 concentration. If no o2 gas is connected to the ventilator, it may lead to stop of ventilation. No log files were received from a connected ventilator. Why the pressure sensor failed could not be determined in this investigation.

Event description:
(B)(4).

Event description:
It was reported that the compressor went into standby mode. There was no patient involvement. (B)(4).